Event description:
Reportedly, the technologist strained her back when she had to grab a semi-conscious pt to prevent her from falling off the table footrest with table at 90 degrees. The hosp alleges that the footrest is attached to the table at a point which makes it too high off the floor with the table at 90 degrees.